Event description:
It was reported that a 512s was used during a laparoscopic gall bladder procedure. It was reported by the affiliate that the instrument had a torn gasket. There was no consequence to the pt.